Event description:
Patient 1 of 2. Healthcare provider reports inconsistent patient pt inr results for two patients that included an unexpected error code ¿inr > 10¿ and ¿the inr may be greater than 10.0.¿ patient had no symptoms or bleeding. This complaint occurred outside the united states.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable. Manufacturer awaiting further information to confirm that this is a reportable complaint. The device will be evaluated when returned to the manufacturer.